Event description:
It was reported that the patient cable of the mobile power unit (mpu) was found to be loose at the rubber end around the black and white connector. The unit's handle and battery latch were also found to be damaged. Upon inspection, the system booted up as intended. A functional test was performed which found the system to be functioning as intended. The patient cable, as well as the unit's battery latch, and handle would be replaced. A software version would be installed and other preventative maintenance would be performed.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed for the mpu (serial #: (B)(6)) and the mpu was found to pass all manufacturing and qa specifications before being shipped to the customer on 03feb2016. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The mobile power unit (mpu) mpu (serial #: (B)(6)) was returned for analysis to the european distribution center (edc) and a damaged handle and battery latch as well as a loose patient cable was noted and confirmed. The system was able to power on as intended. A functional test was performed. The system functioned as intended. The handle, battery latch, and patient cable were replaced. Preventative maintenance was performed. The root cause for the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.